Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and there was a thrombus observed on the device. After mapping the right atrium (ra) was completed, when pentaray was removed from the patient's body and checked, thrombus adhesion was confirmed around the irrigation lumen. Although the thrombus was removed and flushed through the reflux port, it could not be flushed due to clogging. The catheter was replaced, and the issue was resolved. The procedure was successfully completed. There was no patient consequence. It was not reported that there was any error message observed. There were no issues related to temperature and flow on the catheter. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. It was not reported that inappropriate use was conducted outside of the instructions for use (IFU). In (B)(6), it is typical for the patient to be anticoagulated during the procedure and normal act practice was over 300 seconds.

Manufacturer narrative:
The device evaluation was completed on 31-aug-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and there was a thrombus observed on the device. After mapping the right atrium (ra) was completed, when pentaray was removed from the patient's body and checked, thrombus adhesion was confirmed around the irrigation lumen. Although the thrombus was removed and flushed through the reflux port, it could not be flushed due to clogging. The catheter was replaced, and the issue was resolved. The procedure was successfully completed. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and patency feature of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. The device failed to irrigate, and a failure analysis was performed, and it was found that the irrigation tubing was folded on the tip section. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of bwi's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. A manufacturing record evaluation was performed and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).